Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge. Additionally, it was reported that the battery was not holding a charge. The customer's blood glucose level ranged from approximately 150-250 mg/dl. Reportedly, customer continued to use pump for insulin therapy.